Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the screwdriver shaft t8(part number 313.304, lot number 9045883). The subject device was returned with the complaint condition stating the distal tip of the screwdriver is worn out and slightly twisted. Because of the damages the complaint relevant dimensions cannot be checked to print specifications. The complaint is confirmed. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 9045883 was manufactured in july 2014 and all parts were according to our specifications. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part: 313.304, lot. 9045883. Manufacturing location: (B)(4). Manufacturing date: 25. July 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the initial surgery, the distal end of the screwdriver is worn out, and does not hold the screw. This happened during surgery with no delay to surgery time. Surgery was successfully completed with same like product. Patient and surgery outcome is unknown. This complaint involves one part. This report is 1 of 1 for com-(B)(4).